Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Investigation found the exposed portion of the soft cannula twisted. During fluid path testing, fluid was observed to be leaking from a hole in the exposed portion of the soft cannula. The timing and cause of the observed exposed portion of the soft cannula damage could not be determined. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery.

Event description:
It was reported the patient's blood glucose level rose to >250mg/dl while wearing the pod between 4 and 24 hours. The pod was previously reported for failure to adhere and leaking during wear.